Event description:
A customer contacted baxter technical service center regarding system error code 2240 that occurred on the home choice (hc) during use. The caregiver discovered a hole in the pt line. The caregiver stated they would start over with new supplies. The hc unit was operational. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Per the intl affiliate, the sample will not be returned for eval.